Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: (B)(4).